Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm (malfunction in tube misloading detection circuitry). The condition was identified before use. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors (fsrs). Additionally, the battery lead acid was damaged. To correct the condition, the fsrs and battery lead acid were replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.